Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced a high blood glucose and insulin pump had a failed self test alarm. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring failed self test alarm and they were able to clear the alarm and did not prompt her to rewind the insulin pump. Customer treated with manual injection for high blood glucose. The reservoir will not return for analysis.